Event description:
It was reported that the procedure was to treat a fractured non-abbott stent with 99% stenosis, mild calcification in a moderately tortuous left anterior descending artery. After a guide wire crossed the lesion, the 1.2 x 6mm mini trek was advanced, but failed to cross the lesion and was removed. A non-abbott balloon was advanced and inflated in the lesion. Then, the 3.0 x 12 mm nc trek was advanced and inflated, but the balloon ruptured during the first inflation around 15-16 atmospheres. There was no resistance noted during advancement or removal of the nc trek catheter. The lesion was further dilated with another non-abbott balloon and a xience v was implanted to successfully complete the procedure. There was no significant delay in the procedure and no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion; guide cath: axess; stent: cypher. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.